Manufacturer narrative:
Ge healthcare product engineering performed a review of the equipment logs for this event. According to the logs, there was an entry of "ventilation control board: ventilating in fail state". This is an indication of losing communications with the display but the ventilation control board continued ventilation. There was no loss of mechanical ventilation. This was not a reportable malfunction. Ge healthcare product engineering performed a review of the equipment logs for this event. According to the logs, there was an entry of "ventilation control board: ventilating in fail state". This is an indication of losing communications with the display but the ventilation control board continued ventilation. There was no loss of mechanical ventilation. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit switched off while in use on the patient. There was no report of patient injury.